Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions for analysis. The reported event of noise was confirmed. Further analysis noted a breach of the inner insulation at the suture tie impression. The cause was isolated to suture sleeve tie down forces.

Event description:
Related manufacturer reference number: 2017865-2023-50844. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. During the replacement surgery an insulation breach was noted on the left ventricular lead (lv). Physician elected to use a repair kit on the lv lead. The patient was in stable condition.